Event description:
During a coronary stenting procedure, the shaft of the stent delivery system broke but did not separate in the patient.

Manufacturer narrative:
Please note that this device is not distributed in the united states. However, it is similar to the us distributed. The product has been received for analysis but the engineering report is not yet available. Additional information has been requested and will be submitted within 30 days upon receipt.